Manufacturer narrative:
As reported, the hub of the dilator had broken off and the physician had to manipulate a j wire in order to remove the dilator. There was no report of patient injury. After successfully achieving left femoral access via a micro puncture set, the j wire was inserted into the artery, and the sheath was then inserted over the wire. The physician then noticed bleed back through the sheath and that¿s when it was discovered that the hub of the dilator had broken off and the rest was stuck in the sheath. The physician had to insert the j wire to manipulate the dilator out. It is unknown if there was a lot of calcification at the access site. There was no difficulty or resistance during prep, insertion of the dilator, insertion over the wire or removal of the dilator. The event occurred immediately after insertion. The sheath was not kinked or twisted/torqued prior to the separation. There was no significant blood loss and the patient did not require any treatment for the blood loss. One non sterile unit of si brite tip f5 11cm was received coiled inside a plastic bag along with the 5f vessel dilator. The vessel dilator was received separated at 15.1cm from the distal end just under the snap ring. No other issues were found. The vessel dilator outer diameter and inner diameter were measured near to the separated condition and the results were found within specification. The vessel dilator hub was cross-sectioned and inspected under vision system and it was confirmed that the extruded vessel dilator tube was properly embedded on the vessel dilator molded hub. Sem analysis was performed to the separated areas with the following results: the vessel body fractured section presented with evidence of brittleness of material since there is no evidence of plastic deformation on the fractured section. An elongation section was observed, however that section is the rupture / separation point between the body with the hub. Also chemical analyses were performed to the complaint vessel dilator and a control sample vessel dilator to investigate the cause of separation observed on the separated vessel dilator. Several analytical techniques were carried out on control and complaint vessel dilators. However, results obtained from this investigational report, are not conclusive enough to demonstrate whether the differences are functionally significant, or a part of the inherent lot to lot variation of the compounding. A review of the manufacturing documentation associated with lot 16018123 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported. The complaint reported by the customer as ¿vessel dilator ¿ separated¿ was confirmed. However, the root cause of this event could not be conclusively determined by the analysis performed. Sem/chemical analysis was reviewed and also an additional investigation was performed by catheter sheath introducer production engineering team (pet) in order to determine if the event could be related to the manufacturing process. The pet team concluded that the laboratory report states that results cannot demonstrate whether the differences between the samples are functionally significant or are part of the inherent lot to lot variation of the compounding. Furthermore, the sem report states that sample showed evidence of brittleness on the vessel component; however it is unknown what caused the brittleness. Currently, there is manufacturing controls in place to detect cut, crack and kink damages that could be present on the tubing component. (B)(6) considers the separation of the vessel dilator as a very low occurrence and low severity event. Per the product device history record review, it showed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on this investigation, it can be concluded that complaint root cause is an isolated event. Since no conclusive evidence can be obtained that could relate the event to the manufacturing process, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the procedure being performed was not provided. The access site was the left femoral artery. It is unknown if there was a lot of calcification at the access site. There was no difficulty or resistance during prep, insertion of dilator, insertion over the wire or removal of the dilator. The event occurred immediately after insertion. The separation was not related to any resistance during withdrawal of the sheath from the vessel. The sheath was not kinked or been twisted/torqued prior to the separation. The micro puncture set used is not given. There was no significant blood loss and the patient did not require any treatment for the blood loss. Patient details are also unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After successfully achieving femoral access via a micro puncture set, the j wire was inserted and the sheath was then inserted over the wire. The physician then noticed bleed back through the sheath and that¿s when it was discovered that the hub of the dilator had broken off and the rest was stuck in the sheath. The physician had to insert the j wire to manipulate the dilator out.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available but will be submitted within 30 days upon receipt.

Manufacturer narrative:
During analysis of the returned device, the device component code was revised to (B)(4) because the separation occurred on the vessel dilator and not on the hub of the device as previously reported. The full analysis of the returned device is pending and will be submitted within 30 days upon receipt.